Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The patient's age is early to mid sixty years. The patient's exact age was not specified. Concomitant devices: unknown zimmer biomet femoral component, catalog #: n,I lot #: ni; unknown zimmer biomet articular surface, catalog #: ni, lot #: ni. Report source foreign: (B)(6). It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the location of the device is not known at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address posterior collapse of the tibia and infection approximately eighteen (18) to twenty-four (24) months post-operatively. No additional patient consequences have been reported.